Event description:
Placed a 20ga x 1.25 bd nexiva IV and was drawing blood from port with 20ml bd luer-lok syringe, when attempting to remove the syringe from the IV port the threaded center part of the syringe broke off in the IV port.